Event description:
It was reported that the zimmer pulsavac plus would not start. During device analysis, it was determined that one of the batteries had vented, causing both the battery and terminal to corrode. Additional clinical follow up with the customer indicated that an alternative pulsavac was readily available to complete the procedure. There was no report of pt or user injury or increased surgical time as a result of the reported event.

Manufacturer narrative:
The device was returned to the MFR for evaluation. A review of the mfg records was performed and there were no non-conformances during MFR that would be related to this complaint. All testing requirements were met. The battery case was opened and it was observed that a battery that had vented on the negative terminal. Both the battery and terminal showed corrosion on the negative end. All battery voltages were tested and it was determined that three batteries were exhausted. The cause of the vented and exhausted batteries could not be determined.